Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto, model# unknown, serial# unknown. Stockert, model# unknown, serial# unknown. Coolflow pump, model# unknown, serial# unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a left ischemic ventricular tachycardia (isvt) procedure with a smarttouch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The event date was unknown as it was stated that the procedure occurred within the last month. The patient¿s medical history is unknown. After ablation, the patient had a tamponade and effusion. A pericardiocentesis was then performed. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.